Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one out of every three clips deployed was malformed. The clips were described as teardrop shaped more towards the proximal side. A click sound was also noticed during firing. The same device was able to be used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4).